Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) that was found in the device logs. The root cause of the iipv was determined to be: insufficient drain as one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. A service history review shows the device was previously returned for negative ultrafiltration readings, which can be related to iipv. However, when received the device was functioning within specification and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 5150ml. The largest prescribed fill volume was 2500ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient was having trouble with his catheter positioning, therefore, he was not draining properly. The nurse stated that everything has been taken care of. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up MDR will be submitted upon completion of the evaluation.